Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg became inoperable after not being charged for a significant amount of time. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. In an update it was reported the patient underwent ipg replacement surgery on (B)(6) 2024. There were no complications. Effective therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b1 ¿ type of report (check all that apply) - remove/un-check product problem (e.g., defects/malfunctions).

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.